Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. The evaluation found a damaged protection cable on the video connector side. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided the user facility.

Event description:
The customer reported to olympus, the hd camera head, image disappears temporarily. The issue was found during a urological therapeutic procedure. The procedure was completed with the same equipment. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely a faulty cable caused the imaging issue. However, a specific cause of the faulty cable was not established at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.